Manufacturer narrative:
Device passed the displacement test however, device alarmed hardware low level failures error during the self test and hardware low level failures error is found in the downloaded history file due to broken trace at pin on the keypad assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm twice. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.